Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding the patient's neurostimulator (ins) that was implanted for radiculopathy and spinal pain. It was reported that patient had decreased pain relief. Patient stated that she had not fallen. Rep reprogrammed patient in order to obtain better pain relief. Patient had some recent x-rays at the doctor's office and tried to compare original implant imaging to the most recent and it was difficult to distinguish if the leads had moved or not. Physician did not want to take additional imaging at this time. The issue was not resolved at the time of the report. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the patient was not sure what led to the decreased pain relief. Patient reported that they just felt like it no longer covers low back pain. Patient reported they walk 4 miles a day didn't do that preimplant. Patient reported they reprogrammed with representative 2 times. Additional information was received 2018-01-23. It was reported that xrays demonstrated bilateral lead migration. The leads currently spanning t6:7:8. The patient was reprogrammed with some improvement immediately apparent. The issue was reported as resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products : product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient fell between their last meeting and today ((B)(6) 2018). Health care professional (hcp) advised her that her leads had moved. Given the history of past lead migration and insufficient relief, he revised the patient's leads today ((B)(6) 2018). Patient is in good coverage of her painful areas and no immediately apparent complications. The old leads were disposed of by the facility. No patient symptoms or complications were reported in this event.